Event description:
This is an incident which led to revision surgery in (B)(6). The original surgery was performed on (B)(6) 2009, with implantation of a smr shoulder anatomic prosthesis including a l1 poly liner + metal back glenoid. The patient started experiencing pain and a grinding noise in the shoulder joint in (B)(6) 2011. An x-ray dated (B)(6) 2011, shows the metal-metal contact between the humeral head and the metal back glenoid, indicating the dislocation of the l1 poly liner. According to the patient, the l1 poly liner was found to be broken during the revision surgery dated (B)(6) 2012.

Manufacturer narrative:
We have checked the work cycle and raw material certificate of the l1 poly liner which, according to the patient, broke leading to the revision surgery of (B)(6) 2012. No pre-existing anomalies were detected on the device by this check. This, if confirmed, would be the first case of breakage of l1 poly liner we become aware of. At the moment, we have received some patient information (male, (B)(6), retired and inactive, except for ballroom dancing with his wife), together with the surgeries notes and the x-rays related to the surgeries. We are analyzing this information, and we have also asked for the explants in order to perform a deeper investigation. We will send our final report after receiving and analyzing all the information.